Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for ats 4000 tourniquet system serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that the customer wanted the battery replaced. The customer returned an ats 4000 tourniquet system serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 found that the battery had deteriorated. Repair of the device occurred on 8 july 2019 and involved replacing the battery. The technician then tested and verified that the tourniquet system was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician does find that the battery had deteriorated, it cannot be determined from the information provided as to what caused the battery to break down. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
The device was sent in because the customer wanted the battery on a tourniquet system replaced. Upon investigation, it was discovered that the battery had 'deteriorated.' No adverse events were reported as a result of this malfunction.